Event description:
Complainant alleged that medics responded to a call for pt who had suffered a witnessed cardiac arrest approximately six minutes prior to the arrival of the medics upon the scene. The pt had been receiving CPR by two members of the family upon arrival. The device was attached to the pt and determined a ventricular fibrillation heart rhythm. The medic attempted to charge the device to 120 joules, however the device failed to increase the defib output above 30 joules; the pt was treated with 30 joules of energy. The medic attempted to switch the device's mode from semi-automatic to manual mode, however the device failed to change mode selections. The medic attempted to charge the device to 120 joules, however the device failed to increase the defib output above 30 joules; the pt was treated with 30 joules of energy a second and a third time. The pt was converted to an asystole heart rhythm and CPR was initiated and the pt was converted to a shockable heart rhythm. The device was then successfully charged to 120 joules and discharged on the pt. The pt was converted to an asystole heart rhythm and CPR was continued. The pt was then prepared for transport to a local hosp. During transport the pt's heart rhythm remained in asystole and the pt was pronounced deceased at the hosp.